Event description:
It was reported that this right ventricular (rv) lead has been dislodged. The physician decided to revise the lead. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has been dislodged. The physician decided to revise the lead. This lead remains in service. No adverse patient effects were reported. Additional information was received indicating that this lead was subsequently explanted and replaced. No additional adverse patient effects were reported. This lead has been returned.

Event description:
It was reported that this right ventricular (rv) lead has been dislodged. The physician decided to revise the lead. This lead remains in service. No adverse patient effects were reported. Additional information was received indicating that this lead was subsequently explanted and replaced. No additional adverse patient effects were reported. This lead has been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Lead was returned severed at approximately 117 mm from the terminal end. Only the proximal segment was returned. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.